Event description:
Treatment of an avm with onyx. It was reported during onyx injection, resistance encountered and the physician observed onyx did not move on the screen while advancing the syringe. The catheter was withdrawn and a hole was found at 3 cm from the distal tip. It was reported that onyx had embolized a healthy vessel. Same event as MDR# 2029214-2008-00204.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event.